Event description:
The technician opened in aa4204vl silicone plate lens instead of a toric lens and it was partially implanted. The surgeon noticed it was not a toric lens, so it was removed. There was no pt injury or product malfunction. An msi-pr injector and an mtc60c fp cartridge were used but the contact was unable to recall the lot numbers.